Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/27/2025, it was reported that the user¿s ilet screen would not unlock. Troubleshooting was attempted, and the user then mentioned that the screen was cracked with a scratch through the middle. Blood glucose was not impacted, and the user switched to backup therapy. A replacement ilet was arranged. No symptoms, external assistance, or medical intervention occurred.